Event description:
Attention due to the content of this message it should be a female handling this issue. I purchased earlier today (B)(6) 2024 two packs with pantyliners from (B)(6) pharmacy located at (B)(6) and after I opened them I noticed that these pantyliners had a bad odor on them. Both packages had the same issue and while using them they caused me to have itchiness and irritation. I decided to report it here, because indeed most of the panty liners from (B)(6) etc have these issues. Please inspect all the women's pantyliners, because they are having bad chemical odors lately. Thanks. Ref report: mw5153911.